Event description:
It was reported that the procedure was to treat an 80% stenosed lesion in the mid right coronary artery with moderate tortuosity and heavy calcification. Two unknown stents were implanted and post-dilatation was performed with the 3.0 x 15 mm trek. The balloon was inflated two times to 14 atmospheres (atm); however, a balloon rupture occurred on the third inflation of 14 atm. The 3.5 x 20 mm voyager nc was then advanced and inflated; however, this balloon ruptured on the second inflation of 22 atm. An nc mercury balloon was then used to complete the procedure successfully. It was noted that the severe calcium may have been the cause of the balloon ruptures. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The voyager nc is being filed under a separate medwatch report.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned the balloon catheter found blood and contrast in the inflation lumen and in the loosely folded balloon, which is consistent with the reported balloon rupture inside the patient anatomy. Using a new indeflator filled with water, pressurized the balloon to 8 atmospheres and fluid leaked from a longitudinal rupture in the distal end of the balloon. The rupture was 2 millimeters proximal to the distal marker band for a length of 1 mm. There was a scratch on the balloon distal to the rupture which is an indication of balloon interaction with the severe calcification and/or the previously deployed stents. With no reported balloon damage during pre-procedure inspection, the lesion was severely calcified, had 2 implanted stents, and the first 2 inflations had no issues; in this case, the balloon most likely ruptured due to interaction with the stented and severe calcified lesion. Reportedly, a high pressure balloon also ruptured afterward. It was also reported by the hospital that the severe calcified lesion may have caused the rupture. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, insufficient preparation prior to use, or from interactions with other devices. To the help ensure this difficulty is not related to a product deficiency, all balloon catheters are leaked tested and visually inspected for damages on the manufacturing line. Additionally, during lot release testing, a sampling of units is destructively tested to rated burst pressure. Analysis of the returned device confirmed the balloon rupture. In this case, the rupture was most likely a result of interaction with the severe calcification and/or the previously deployed stents. There is no indication of a product quality deficiency. A review of the finished product lot history record revealed no nonconforming material records associated with lot. Additionally, a query of the complaint handling database revealed no other balloon rupture incidents reported for this lot.